Event description:
During a c4-5 anterior cervical diskectomy with osteophytectomy decompression and stabilization, the caspar device was inserted by the surgeon. The pin sheared off at the base of the threaded portion. A hole was predrilled into the c4 vertebral body. The portion in the bone was left.